Manufacturer narrative:
The customer emailed the olympus technical assistance center and confirmed that a new maj-1430 resolved the issue. The device will not be sent in for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera ii video system center has flickering video. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the investigation, it is likely that the indicated phenomenon was caused by defective maj-1430. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.